Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was "causing an electrical current to go through the left side of their body and af fecting every single part of their body from head to toe and that their voltage needed to be turned down. It was reported the patient experience muscle stimulation, a feeling of heaviness, a rapid heart beat and shortness of breath. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.